Event description:
It was reported that this pacemaker system, implanted with non boston scientific leads, exhibited loss of capture (loc) on the presenting electrogram (egm). This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: initial reporter first name updated to (B)(6).

Event description:
It was reported that this pacemaker system, implanted with non boston scientific leads, exhibited loss of capture (loc) on the presenting electrogram (egm). This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the observed non-capture was not determined. The threshold measurement was 1.7 v @ 1 ms and output was increased to 4.5 @ 1 ms. This pacemaker system remains in service. No adverse patient effects were reported.